Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), (B)(6), (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s implantable neurostimulator (ins) and lead incisions would not heal correctly (incisions would not close) and that there was incisional wound opening with an infection. This issue was noted as a gradual change. The physician did a surgical procedure on (B)(6) 2018 where they went into the incisions (ins pocket, lead incision) and ¿dug out¿ the infection. The patient was also on oral antibiotics. It was also reported that when the patient went to use the programmer, they got a power-on-reset (por) message. This occurred within the last few days after the surgical procedure on (B)(6) 2018. The patient was redirected to their healthcare professional (hcp). There were no further complications reported or anticipated.